Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to duplicate the over temperature. Removed and replaced compressor due to overtemperature issue and multiple comp adjustments. Unit could not supply the pressure when performing test. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed with "system overtemperature". Message twice in the last hour. Nurse states there is no harm to patient and therapy was only interrupted for a minute or two each time. She states the patient has had no hemodynamic changes because of the alarm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to duplicate the over temperature. Removed and replaced compressor due to overtemperature issue and multiple comp adjustments. Unit could not supply the pressure when performing test. Completed repair with all functional and safety tests per manufacturer specifications the following was performed by technician of the maquet failure analysis and testing (fat) department wayne.the failure analysis and testing department received the following part associated with this complaint: compressor scroll this part was received with a reported unit failure message of system overtemperature alarmed. Performed visual inspection of this part received and part looks to be in good condition.installed scroll compressor into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual.performed all functional tests and passed. The fat dept. Pumped the cardiosave test fixture and did not observe overtemperature alarm. The failure analysis and testing department could not verify the failure message of system overtemperature alarm.compressor scroll passed testing.retaining compressor scroll in the fat dept. Per procedure.the following was performed sr service technician of the maquet failure analysis and testing dept. Wayne,the failure analysis and testing department received part scroll compressor dtech with a reported unit failure of alarmed with system over temperature.the fat department performed a visual inspection of the part received and found that the part is in good condition.the fat department installed part number: dtech in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number.the failure analysis and testing department ran the test and it failed power-up test code3 as well as it failed compressor output test. The fat dept. Could not verify the failure described by the customer,however it found that the scroll compressor is non-functional.retaining the scroll compressor in the fat dept. Per procedure.